Manufacturer narrative:
The investigation for the console (aic) purge flag/disc issues has been completed. Data logs were reviewed which confirmed that the purge disc couldn't be detected was confirmed. The device was returned for evaluation and the purge disc retainer was found to be broken. The root cause of the issue was a broken purge disc retainer. Added- d9 device return date f6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The automated impella controller (aic) was not received from the customer and therefore, an evaluation of the aic was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 58-year-old male with pre-operation placement was implanted with an impella 5.5 for mechanical circulatory support. It was reported a purge disc not detected alarm occurred during support. Despite troubleshooting, the issue remained. The medical staff then switched to a backup console. No patient harm was reported.